Manufacturer narrative:
One used device was returned for evaluation. As received, the silicone seal was observed to be stuck, no mating device was returned. The shuntless microclave was dissembled and a small damage at the side of the spike and a torn at the top of the seal was noted. Complaint can be confirmed. Corrective and preventive actions are in process. The root cause of this event is being investigated under CAPA. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An event involving a 15 cm (6") appx 0.22 ml, smallbore pressure infusion (400psig) ext set w/microclave® clear, clamp, rotating luer stated that nd shift nurse discovered the missing bung on needless connector when attempting to administer antibiotics. Last administered by pm shift nurse, bung was still intact. Set was used for approximately 2 days with nil issue reported prior. The devices were changed out/replaced with no further problems encountered. There was patient involvement and no reported patient harm/adverse event.

Manufacturer narrative:
The device is available for evaluation; however, has not been received. Additional contact information: (B)(6). E1: initial reporter phone number: (B)(6).